Manufacturer narrative:
The patient was re-implanted with another baha implant system. This report is submitted on january 7, 2020.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration. Surgery scheduled to having the abutment replaced but information has not been made available as of the date of this report, july 10, 2019.